Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations with the caller and discussed likely there are no daily measurements as the implant and post-implant telemetry sessions may have delayed or prevented test due to the timing window. A review of the patient's presenting data did not reveal any abnormal behavior and pacing was confirmed in all chambers. The consultant did note that the patient's qrs complex looks a bit different from two days prior. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The caller wanted to review the patient's daily measurements; however, there were no daily measurements from the remote monitoring system. No adverse patient effects were reported.